Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high impedance values and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the rv (right ventricular) defibr illation coil developed a fracture due to flexing while in vivo. It was also noted that the visual summary analysis of the lead indicated stretching. Concomitant: ddbb1d1 ICD implanted: 2013-(B)(6). (B)(4).